Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in an adult female patient who had essure (batch no. 50699395) inserted. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2017. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Most recent follow-up information incorporated above includes: on 28-jul-2021: previously reported event "injury" updated to "medical device removal", patient information updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in an adult female patient who had essure (batch no. 50699395) inserted. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2017. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Lot number: 50699395 manufacturing date: 2012-11 expiration date: 2015-11-30. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 27-aug-2021: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure (batch no. 50699395) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criterion intervention required), dyspareunia ("dyspareunia") and mental disorder ("psychological problems"). The patient was treated with surgery (salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, dyspareunia and mental disorder had resolved. The reporter considered dyspareunia, mental disorder and pelvic pain to be related to essure. Lot number: 50699395. Manufacturing date: 2012-11. Expiration date: 2015-11-30. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 8-nov-2021: previously reported event medical device removal was deleted and new events pain, dyspareunia and psychological problems added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("pain") in an adult female patient who had essure inserted (lot no. 50699395). Additional non-serious events are detailed below. The patient had a medical history of coital bleeding, heavy menstrual bleeding, post coital bleeding and parity 2. Concomitant products included sodium chloride since (B)(6)2017, ibuprofen since (B)(6) 2017, paracetamol since (B)(6) 2017, ondansetron for nausea and vomiting since (B)(6) 2017 and morphin [morphine sulfate]. On (B)(6) 2013, the patient had essure inserted. Essure was removed on (B)(6) 2017. On unknown date she experienced pelvic pain (seriousness criterion intervention required), dyspareunia ("dyspareunia"), mental disorder ("psychological problems"), genital haemorrhage ("abnormal bleeding"), mood swings ("mood swing") and headache ("headaches") and was found to have weight increased ("weight gain"). The patient was treated with surgery (bilateral salpingectomy and hysteroscopy). At the time of the report, the pelvic pain, dyspareunia and mental disorder had resolved. The outcomes for genital haemorrhage, weight increased, mood swings and headache were unknown. The reporter considered dyspareunia, genital haemorrhage, headache, mental disorder, mood swings, pelvic pain and weight increased to be related to essure administration. The reporter commented: discrepancy noted inn essure removal date: (B)(6) 2017 left tube- 7 coils, right coils- 2 coils. Diagnostic results (normal ranges are provided in parenthesis if available): [haemoglobin] on (B)(6) 2017: 14.5, [red blood cell count] on (B)(6) 2017: 04.56, [ultrasound scan] on (B)(6) 2014: trans vaginal done scan with consent and chaperone. Uterus anteverted, mobile, normal size. No fibroids seen. Myometrium appears normal. Endometrial thickness (et) = 2 mm. No endometrial polyps seen. Cervix and cul de sac (pouch of douglas) normal. Left ovary appears normal. Right ovary appears normal. Both essure devices were identified at the fundus and were seen to extend laterally from the upper endometrium to the outer myometrium. Ultrasonically the devices appeared to be correctly positioned; on (B)(6) 2017: anteverted uterus: essure device noted however unable to comment on position. [White blood cell count] on (B)(6) 2017: 5.81. Lot number: 50699395 manufacturing date: 2012-11 expiration date: 2015-11-30. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 26-jan-2024: medical record received. New events weight gain; mood swings and headaches are added. Medical history , reporter information updated. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.